Event description:
The account alleged the side rail was not staying in the latched position. No patient impact.

Manufacturer narrative:
The technician found a broken side rail end tube. The technician replaced the side rail end tube and rivets to resolve the issue.